Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided upon completion of the manufacturer's investigation.

Event description:
The issue occurred with an older bath system, a rhapsody for assisted bathing and as reported from the customer the flush was bad because of legionella. As an corrective action the shower handle, seals and hoses has been changed by an arjohuntleigh technician.